Event description:
Boston scientific received information that this patient was presented to the hospital due to beeping tones. Upon interrogation of the device elective replacement indicator (eri) had been triggered. It was noted that at the last follow a half a year ago the device was at middle of life 1 (mol1). Premature battery depletion was alleged. This device will be explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened,] due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the device was expanted and will be returned.

Manufacturer narrative:
No adverse patient effects were reported.